Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "robot-assisted radical prostatectomy in a patient with a rectal fistula following hydrogel spacer placement" written by erika ikezoe et al. The article mentioned a one single patient who underwent spaceoar placement procedure. The objective was to describe the clinical course and surgical feasibility of robot-assisted radical prostatectomy (rarp) after a hydrogel related rectal complication, including the authors' timing and intraoperative strategy. A few days after the placement the patient developed defecation difficulty, feverish sensation and one month later hematochezia. Colonoscopy revealed a rectal ulcer and magnetic resonance imaging (MRI) showed anterior rectal infiltration of the hydrogel. This was conservative manage with antibiotics and bowel rest; however, the patient developed a hydrogel protrusion and bleeding consistent with a fistula. The radiation was cancelled; a laparoscopic ileostomy was performed to minimize intra-abdominal adhesions and reduce the risk of anastomotic leakage. Combined androgen blockade (cab) had already been initiated at the previous hospital 3 months before the planned radiotherapy and was continued during recovery. During follow-up colonoscopies and MRI were performed at regular intervals 8 months after ileostomy, colonoscopy confirmed complete epithelialization and scarring of the ulcer, without residual fistula or mucosal defects, later 10 months the MRI demonstrated that the hydrogel was completely re absorbed. Subsequently, ileostomy closure was performed. The patient finally opted for a rarp using the da vinci xi surgical system with a six-port transperitoneal approach, dissection between the prostate and rectum was carried out along the prostatic side. Cystourethrography on postoperative day 7 showed no urinary leakage at the vesicourethral anastomosis, and the catheter was removed as planned. The patient was discharged on postoperative day nine without any complications. Pathological examination revealed no residual carcinoma.

Manufacturer narrative:
The patient was treated with vinci xi surgical system in USA, since this MDR will be submitted to the FDA, another reported was deemed not required. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 01/09/2026, was chosen based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source ikezoe, e., nakanishi, y., okumura, g., gozu, s., kanagawa, t., imasato, n., hirose, k., kataoka, m., yajima, s., & masuda, h. (2026). Robot-assisted radical prostatectomy in a patient with a rectal fistula following hydrogel spacer placement. Iju case reports, 9, e70147. Https://doi.org/10.1002/iju5.70147 "[ikezoe_rob...ssisted rp block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2101 captures the reportable event of adhesions. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "robot-assisted radical prostatectomy in a patient with a rectal fistula following hydrogel spacer placement" written by erika ikezoe et al.the article mentioned a one single patient who underwent spaceoar placement procedure. The objective was to describe the clinical course and surgical feasibility of robot-assisted radical prostatectomy (rarp) after a hydrogel related rectal complication, including the authors' timing and intraoperative strategy. A few days after the placement the patient developed defecation difficulty, feverish sensation and one-month later hematochezia. Colonoscopy revealed a rectal ulcer and magnetic resonance imaging (MRI) showed anterior rectal infiltration of the hydrogel. This was conservative manage with antibiotics and bowel rest; however, the patient developed a hydrogel protrusion and bleeding consistent with a fistula. The radiation was cancelled; a laparoscopic ileostomy was performed to minimize intra-abdominal adhesions and reduce the risk of anastomotic leakage. Combined androgen blockade (cab) had already been initiated at the previous hospital 3 months before the planned radiotherapy and was continued during recovery.during follow-up colonoscopies and MRI were performed at regular intervals 8 months after ileostomy, colonoscopy confirmed complete epithelialization and scarring of the ulcer, without residual fistula or mucosal defects, later 10 months the MRI demonstrated that the hydrogel was completely re absorbed. Subsequently, ileostomy closure was performed. The patient finally opted for a rarp using the da vinci xi surgical system with a six-port transperitoneal approach, dissection between the prostate and rectum was carried out along the prostatic side. Cystourethrography on postoperative day 7 showed no urinary leakage at the vesicourethral anastomosis, and the catheter was removed as planned. The patient was discharged on postoperative day nine without any complications. Pathological examination revealed no residual carcinoma.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) could not be performed as upn was not provided. A labeling review confirmed the instructions for use (IFU) indicated that the reported adverse events are known and documented in the labeling. Also, includes appropriate instructions for use including: "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar hydrogel into the space between the prostate and rectal wall". There is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular", "constipation, fever" "fistula", "adhesions", "ulcer" and "hemorrhage" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, the investigation conclusion code selected is "unintended use error caused or contributed to event", which indicates "the interaction between the user and device, or sample, caused or contributed to the error".the patient was treated with vinci xi surgical system in USA, since this MDR will be submitted to the FDA, another reported was deemed not required.detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block b3:the exact date of the event is unknown. The provided event date, 01/09/2026, was chosen based on year the article was published.blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown.block g2: literature source ikezoe, e., nakanishi, y., okumura, g., gozu, s., kanagawa, t., imasato, n., hirose, k., kataoka, m., yajima, s., & masuda, h. (2026). Robot-assisted radical prostatectomy in a patient with a rectal fistula following hydrogel spacer placement. Iju case reports, 9, e70147. Https://doi.org/10.1002/iju5.70147 "[ikezoe_rob...ssisted rpblock h6:imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.imdrf patient code e1007 captures the reportable event of constipation.imdrf patient code e230101 captures the reportable event of fever.imdrf patient code e2101 captures the reportable event of adhesions.imdrf patient code e0506 captures the reportable event of bleeding.imdrf patient code e2339 captures the reportable event of ulcer.imdrf patient code e2314 captures the reportable event of fistula.